Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter (B)(6). Investigation summary the device was received at service center and evaluated. The complaint can be confirmed. The defect reported by the customer of the hand controls was not working has been verified and repaired. Per service operational and diagnostic analysis confirmed the unit has blade connection issue. The service report revealed the following deficiencies and repairs performed. Device disassembled and decontaminated during initial evaluation. Replaced locking ring as identified in the investigation to address the blade connection issue. Replaced seals and screws per pm process. The unit was decontaminated, repaired and tested per the service manual and sent back to the customer. One possible root cause could be user mishandling, however we cannot determine a definitive root cause for the reported problem. The potential cause for this issue is not related to manufacturing, therefore a manufacturing record evaluation is not required. No further investigation is required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via e-mail that the micro tornado hand piece with hand controls was not working. The customer didn't disclose any further information.